Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument was found to be broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument had a damaged cable but no visible damage to the jaws or tips. It did not exhibit uncontrolled or restricted motion. The issue was resolved by replacing the instrument, no fragments were missing or fell into the patient, and the device is available for return. No images or videos are available for review.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.